Manufacturer narrative:
H6 - device code 3189 corrected to device code 3001. (B)(4).

Manufacturer narrative:
H6 - result code 213 corrected to result code 114. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: one similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -0.50/2.0/174 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. Glare/haloes were observed. Lens remains implanted. On (B)(6) 2019 reporter indicated "this patient has already exchanged his lens on os and might need to do it on od."additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.